Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported the patient and healthcare professional initially reported were not involved in this event. Additional information received reported that a different patient was not implanted with the implantable neurostimulator (ins). The reporter stated the patient initially reported received the ins.

Event description:
It was reported that there was not a problem with the implantable neurostimulator (ins) but ¿the clock was started (implant bit) and the surgical case was aborted.¿ it was noted that the patient was in the middle of the procedure when the patient¿s carbon monoxide (co) dropped and they needed to turn patient over to ¿intubate.¿ it was reported that the ins implant was aborted.